Event description:
This is filed for chordal rupture (xt clip). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtw mitraclip was implanted and there was some mr reduction. A second xt mitraclip was advanced into the patient anatomy. The device was rotated clockwise for positioning and a chordal rupture occurred. Standard troubleshooting maneuvers were performed, and the clip was able to be removed without issue. A third ntw mitraclip was then advanced. The clip grasped the leaflets, but failed to get mr reduction. The clip then became entangled in the chordae and was unable to be removed. The clip was implanted where it was, in the chords and on the anterior leaflet only. The mr increased to grade 4+. The patient underwent a surgical mitral valve replacement procedure on (B)(6) 2022. The implanted clips were explanted. Post surgical procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw clip delivery system referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, the reported difficult to remove from anatomy appears to be due to user technique. The reported tissue damage was a result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.